Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: alinity m resp-4-plex (list 09n79-090) lot 383143 retain sample was tested. Lot 383143 met all validity and acceptance criteria with no error codes. The assay lot 383143 is performing as expected and passed the validity and acceptance criteria. As a result, a potential product deficiency was not identified by this evaluation. Customer data review: no error codes or flags were displayed for the controls. One of the discrepant results , sid (B)(6), was valid, met assay specification requirements, and the amplification curve did not appear abnormal. Per alinity m system operations manual, when error code (ec) 1992 is generated ensure that the sample type is compatible per assay documentation, ensure sample is handled per assay documentation, ensure amp kit is handled per assay documentation, ensure sample prep reagents and system solutions are handled per assay documentation, perform 1803 as-needed maintenance: amp-detect background fluorescence scan and rv well cleaning, rerun the sample, and/or contact abbott customer support. Per customer field data the rate of occurrence for ec 1992 on alinity instrument sn m00150 did not indicate an adverse trend. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 383143 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 383143 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 383143 or component lot# 3831431. Complaint history review: the complaint history review was completed to identify any complaints related to discrepant results (false positive) for the alinity m resp-4-plex amp kit lot # 383143. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 383143 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Event description:
The customer reported 2 false positive results for the rsv target on the alinity m resp-4-plex assay. The customer reported the following sample ids (sid) : (B)(6). Customer said that the patients were asymptomatic, did not repeat the sample and decided to report the results as negative. The technical application specialist (tas) downloaded the log file via abbottlink for analysis. Log file analysis revealed that sample 230207320502 failed for the rsv target with the error 1992 (fluorescence signal evaluation did not meet expected criteria. Maximum cycle difference between cycle threshold CT and adjusted fractional cycle number (fcn) was exceeded for rsv_4pce). Therefore, the result was invalid, although the cycle threshold (CT) number for the target was at 30.84. (B)(6) had a CT of 38.31. There was no impact to patient management. The customer reported the results as negative.